Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The pst observed the damage with the touchscreen slightly indented. Upon power up of the ccm, the reported complaint was verified. The cursor on the screen stayed in the damaged area preventing the user from accessing any menus or dialog boxes. The touchscreen damage did not appear to affect the display output. It was determined that the ccm touchscreen did not meet specification. The service repair technician (srt) replaced the ccm touchscreen. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the ccm and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the central control monitor (ccm) screen was damaged, and the cursor was stuck at the spot of damage. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.